Event description:
On (B)(6) 2025, a patient presented to the (B)(6) urology department for a scheduled outpatient procedure (lithotripsy). The patient had been consented for the procedure by the urologist on (B)(6) 2025 during a clinic appointment. Patient arrived at same day surgery department on day of procedure and was consented by anesthesia provider on day of procedure. Once the cystoscopy procedure room was set up, the patient was moved from same day surgery location to the cystoscopy procedure room away from the main operating rooms. Appropriate universal protocols were performed by staff with patient participation during each consent process (ID patient, procedure, site w/laterality confirmed by staff and patient, etc.). A pre-procedural time out was performed in the cystoscopy procedure room prior to the start of the procedure. Laser safety precautions were announced, water was available on back table, and "laser in use" placards were placed. The equipment being used was a soltive super pulsed laser system, made by olympus. This procedure had been safely performed by the same staff, on other patients, within this same procedure room, using the same medical equipment. The patient was placed in supine position, and the solvite super pulsed laser system was positioned approximately 1-2 feet from the patient, at the patient's right lateral-mid torso, closer to the patient's feet than head. The equipment was facing forward, connector was attached, and the laser was sandwiched with a wet drape. Prior to procedural start, the urology technician adjusted the overhead monitors which are on a boom arm, the technician brushed up against the connector attached to the system. The surgical team immediately noticed a candle wick sized flame from the broken fiber. The laser fiber began to burn the plastic housing for the wire. The power was turned off to the laser, and the water was used to extinguish the flame. The laser fiber used on the laser was lot number: kr391665 and catalogue number: tfl-fbx200bs. Ref report: mw5167882.